Event description:
While on a trip, I began having lower back problems while in our car. When we got to the city and met up with family, we began a walking tour. My back was really bothering me, so I began using thermacare for back wrap. I have used it before but not usually when it is so hot outside. I put in on around 10 am, and then went walking. I put it on over my undergarments and under a pair of cotton capri pants. By time 5:00 came, the wrap was twisted and soaking wet and my back was burning. I took off the wrap. When we got back to the hotel, I had my husband look at my back; I had 5 round burn marks across the lower mid-back. I did of course use the thermacare again. When I got home a few days later, I went to my family doctor for the pain and because the burns were not healing. He said 2 of the burns were 2nd degree, and 3 were 1st degree. He used a cleaning solution then put a cream on the burns. He wrote me a prescription for the burns which I used for a couple of weeks. I still have a couple of scars after all these months. I regret I did not make my complaint when this happened. I hope this complaint now will provoke some kind of statement, so that others do not have this event. Dates of use: 2007. Diagnosis or reason for use: lower back pain.